Event description:
It was reported that the patient was experiencing inadequate stimulation due to spinal cord stimulation (scs) lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were kept by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6).